Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was scheduled for a right ventricular lead revision after intermittent capture on the lead at high output was noted during in-clinic check. During the procedure, it was observed via fluoroscopy that the lead was dislodged. The lead was explanted and replaced without complications. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.